Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the breath delivery cpu pcb and power cord assembly. Covidien was not authorized to service the device.